Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant, a guidewire was unable to be passed through the lumen of the left ventricular (lv) lead. A replacement lv lead was chosen, however a new guidewire was also unable to pass through the lumen of the replacement lead. A third lv lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analysis noted that the g uidewire insertion test was performed, the guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.